Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the saddle detached from the screw while seating the rod into the screw. The screw remains implanted. No pt complications were reported.